Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced flank pain ("flank pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), rash ("skin rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, flank pain and menorrhagia had resolved and the dysmenorrhoea, abdominal pain, rash, feeling abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, flank pain, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received, reporter added, event added as:- abnormal bleeding (menorrhagia),weight gain, flank pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), rash ("skin rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage, rash and feeling abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.